Event description:
Following a lead replacement (see manufacturer's report #3004209178-2008-05870), the pt stated that she was given a lot of antibiotics to prevent a staph infection. She stated no staph was ever found, but due to a huge supply of oral medications, she suffered e. Coli poisoning and spent 4 days in the hospital. The pt stated that she was informed that because the antibiotics depleted her system it allowed the e coli poisoning. The pt also stated she now has a kidney/urinary infection that she can't get rid of no matter what medication she is put on. Since the revision in april, her stimulation system/therapy was working. Additional info has been requested from the health care professional, a follow-up report will be sent if additional info becomes available.